Manufacturer narrative:
(B)(4). The device has not been received by the manufacturer for evaluation at the time of this report. Review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. The device sample is needed to perform a thorough investigation to confirm complaint issue. Complaint cannot be confirmed based on the information received. Root cause cannot be determined. If the device sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the device is "cracked at the top where it would connect to the machine". Alleged issue reported as detected during patient use. No patient harm reported. Patient condition reported as fine.